Event description:
Per the audiologist, the patient reportedly has an infection at the implant site. The patient had explant surgery 2008. Reimplant surgery had not been scheduled at the time of this report, 2008.

Manufacturer narrative:
.